Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that after catheter placement, fluid leakage was observed at the puncture site during infusion. Upon withdrawal, a pinhole was discovered approximately 11 cm from the insertion point. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. Two small longitudinal splits were observed in the catheter tubing at the 11 cm depth marker, and evidence of kinking was observed at the location of the splits. A microscopic observation revealed the edges of the splits to be straight and the fracture surfaces were observed to flat and granular in texture. The split was observed to align with a linear impression in the surface of the catheter tubing. Kinking of the tubing was observed in the area of the split; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.